Manufacturer narrative:
The investigation of the reported failure modes has been completed. Major bleed: the cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Pump suction: the cause of the suction issue was not determined due to not product or data logs available for investigation. Hematuria: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was taken to the cath lab as a code acute myocardial infarction . Upon arrival patient was found to have an occlusion of the left circumflex artery. A percutaneous coronary intervention (pci)was performed. Impella cp was placed post pci due patient needing further hemodynamic support. During support it was noted that the urine was red tinged, so impella was repositioned. Additionally there were notifications and a call for ongoing suction. Provider who stated that they are now maxed on multiple inotropes/pressors and stated that the likely reason for suction is the patient's poor cardiac function. The patient also had a patient has a positive disseminated intravascular coagulation panel. There was bleeding orally, rectally and insertion site. The patient was given 2 units of packed red blood cells and 1 unit of cryoablation. Heparin drip was stopped. Ultimately care was withdrawn and the patient expired.